Manufacturer narrative:
Additional manufacturer narrative - the review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3415/7791985 and tgt3415/7854224). On (B)(6) 2010, two additional gore® tag® thoracic endoprostheses (tgt3415/ 7765409 and tg3110/ 06234880) were implanted to repair a dissection that developed from the distal end of the tag® device implanted on (B)(6) 2010, to around the common iliac artery. (This was reported under MFR report #2017233-2010-00352) on (B)(6) 2010, a graft infection was identified. The patient was treated with drainage and antibiotics. The cause of the infection was not reported to gore. On an unknown date, an open thoracic surgery was performed, whereby the ascending aorta and aortic arch were replaced with a vascular graft. It is unknown of the devices were explanted. On (B)(6) 2010, the patient expired due to sepsis developed from the graft infection.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.